Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low amplitude was observed on this right ventricular (rv) lead. It was thought that the lead might have dislodged when the patient had left ventricular assist device (lvad) implanted. The physician then opted to replace the pace and sense portion of this lead. This rv lead still remains in service. No additional adverse patient effects were reported.